Event description:
The user facility reported an 85-year-old female patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that during manual manipulation of heart, the impella cp pigtail perforated a highly ischemic area of tissue of the lateral wall of the ventricle. After repair of ventricle the physician wanted to shallow out impella. Under trans-esophageal echocardiogram (tee) guidance the impella was pulled back however it was pulled back across aortic valve, requiring pump to be replaced. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.

Manufacturer narrative:
The investigation into the positioning issues and the ventricle perforation issue has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the positioning issue was most likely use related as the pump was pulled too far back into the aortic valve requiring explant. The root cause of the ventricle perforation was most likely use related as the issue occurred during manual manipulation of the heart.